Event description:
The hana table would not hold its position, therefore the patient was not positioned correctly. This caused reaming through the side wall of the femur. The gentleman who was called to service the bed seemed to think that the caustic nature of the cleaner may have contributed to the breakdown of the inner mechanisms used to lock the articulating pieces in place. Manufacturer response for table, surgical with orthopedic accessories, ac-powered, hana leg spar lift assist, left (per site reporter). See original description.